Event description:
It was reported that (1) device was used during a laparoscopic bilateral salpingo-oophorectomy. It was reported by the rep that the lcsc5, used with a old style handpiece, was being used to mobilize specimen. During this time, the hemostasis was poor and difficult to control. The blade was giving constant solid tone (not vibrating) throughout the case. The blade was cleaned constantly and used good technique. Hemostasis was gained by using bipolar forceps. There was no consequence to the pt.